Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an unknown procedure. During the procedure, while the surgeon was inserting the cortex screw, the cortex screw and the screwdriver shaft hexagonal stripped. During the removal of broken screw, screw broke. The surgeon left the screw in the patient. There were fragments generated but were removed easily without additional intervention. The procedure was successfully completed with a ten (10) minute surgical delay. The patient outcome is unknown. Concomitant devices reported: 3.5mm cortex screw self-tapping 46mm (part# 204.846, lot# unknown, quantity# 1). This report is for one (1) 2.5mm hex screwdriver shaft small/qc/165mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the 2.5mm hex screwdriver shaft small/qc/165mm (p/n 314.550) was received showing rounding of the distal screw driver hexagonal tip. No other issues were identified with the returned components of the device. Complaint confirmed? Yes. Investigation conclusion: the rounding of hexagon condition of the driver tip is a potential end of life indicator of the screwdriver. After a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 314.550, lot: 9247591, manufacturing site: hägendorf, release to warehouse date: december 04, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.